Event description:
It was reported that the patient presented with stable angina on (B)(6) 2013 at (B)(6). On angiography, 80% in-stent restenosis was found in the mid right coronary artery (rca) which was treated with a 3.25 x 18 mm xience xpedition stent. The distal rca was observed to have 80% restenosis and was treated with a 3.0 x 15 mm xience xpedition stent. The proximal left anterior descending (lad) artery had 90% restenosis and was treated with a 3.0 x 18 mm xience xpedition stent. The stents were confirmed to be implanted successfully with no issues during the procedure. On (B)(6) 2013, the patient presented to the emergency room with an st-elevated myocardial infarction (stemi). The patient was sent to the catheterization lab where it was found that there was stent thrombosis in all 3 stents. An aspiration device was used; however, the patient expired on the table. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of myocardial infarction, thrombosis, and death are listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. It was reported that the device was implanted to treat a restenosed, previously stented lesion. It should be noted that the IFU states xience xpedition is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. The additional xience xpeditions stents are being filed under separate medwatch reports.